Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). The delivery system was not returned to edwards lifesciences for evaluation, as there was no indication or allegation of product malfunction. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause for the wire perforation of the lv cannot be determined; however, it is most likely related to procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification through social media that this patient received a 23mm transcatheter valve and during the procedure a "hole¿ was in the heart and the patient expired. Through investigation it was learned that during the case, there was a wire perforation of the lv. A surgical pericardial window was made to evacuate blood from around the pericardium. Post op day 1 the patient was thriving. She had been extubated and was feeling great. It was discovered during this time that the patient had a gi bleed(most likely exacerbated from the heparin given during the tavr). The patient received an endoscopy to try to determine the source of the bleeding. During the endoscopy, the bowel was perforated and the patient died. This death was completely unrelated to the tavr procedure.